Manufacturer narrative:
(B)(4).

Event description:
It was reported the device could not be interrogated while the patient was in the clinic even when using two different programmers. The patient was asymptomatic. When the patient returned to the hospital for a generator replacement, the physician was finally able to interrogate the device and the longevity estimate is normal. The device was explanted prophylactically anyway following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.

Manufacturer narrative:
The reported inability to communicate with the device was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.